Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # (B)(4).

Event description:
According to the event description: there is an issue with a perfusor space, the anesthetist set the drug flow for 2 hours but the pump only administered for 1.15 hours. I did the functional checks couple of times and it worked good despite the time elapsed were shown different than to the remaining time. I have set the rate 50 milliliters an hour (ml/hr) and volume to be infused (vtbi) 50 milliliters an hour (ml/hr) and ran for 1 hour, but at the final stage the delta time were shown as 2 hours 3 minutes, which should be shown only 1 hour or so.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k092313. K172831. K191910. Additional information: h4 device manufacturer date general information: complaint: (B)(4). Information to the sample: model: perfusor space article number: (B)(4). Serial number/batch: (B)(6). Software version: n030005. Hours of operation: 766 hours. Seal: yes (black seal). Further information: n/a. Investigation results: history inspection: the device history files were read and analyzed. On the error date described by the customer ((B)(6) 2025), the pump was not switched on. The described error was located in the history on (B)(6) 2025. Therefore, the history was analyzed starting on (B)(6) 2025. On (B)(6) 2025 at 11:57 a b. Braun omnifix 50ml syringe was inserted. The syringe was filled with 31.2 ml. At 11:45 an infusion was started with a rate of 22.5ml/h, a time of 2h and a volume to be infused of 45ml. 1h 14min later at 13:12 the device reports "syringe near empty". The hint was confirmed and the infusion continued. At 13:13 the infusion was stopped by a user. The infusion was started again at 13:18 and the device again reports "syringe near empty". At 13:21 the infusion was stopped finally. The syringe was empty. The 2-hour infusion time entered by the user could not be achieved because the syringe was not sufficiently filled. During the test carried out by the technician on (B)(6) 2025, several infusions were performed. The technician infused for the last testing with a rate of 50ml/h, a time of 1h and a volume to be infused of 50ml. After the infusion, a delta time of 2h 3min was displayed on the device. This is because all previous infusions carried out by the technician were included in the delta time. Visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. No visible damage was found. Functional inspection: a functional test was performed. The device passes the self-test. A b. Braun 50 ml syringe and a bd 50ml syringe was inserted, and the pump identified the syringes, and it could be selected from the menu. It was possible to put the pump in operation. Individual inspection: a b braun omnifix 50 ml syringe was inserted and an infusion was started at a rate of 50 ml/h and a vtbi of 50 ml. The filling of the syringe was approximately 60ml. After 1 hour, the device automatically stopped the infusion. 50 ml were administered, and the display showed a delta time of 1 hour. No abnormalities were found. Disassembling: the device was disassembled and the inside was investigated. There are no damage inside. Judgment: the complaint could not be confirmed. The described error pattern could be reproduced in the history. The 2-hour infusion time entered by the user could not be achieved because the syringe was not sufficiently filled. There for it is a user error.